Event description:
The customer contact reported that the device was returned to the biomedical department for a report of, touchscreen is non responsive. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. The probable cause was due to contamination on the touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.